Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg implanted: (B)(6) 2012. (B)(4).

Event description:
It was further reported that the ra lead exhibited a no-capture condition and lead noise. In addition, the right ventricular (rv) lead showed marginally high thresholds. The ra and rv leads were capped and replaced. It was further reported that the physician had planned to replace the ra lead only, though due to probable left-sided subclavian venous occlusion, it was decided to implant an entire new system on the patient's right side. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead indicated a rise in threshold, high impedance, and over-sensing. A lead fracture was suspected. The ra lead remains in use, however lead replacement has been discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The save-to-disk and electrograms are inconclusive, and not obviously noise. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, atrial pacing capture threshold was elevated and out of range. Atrial over-sensing was observed. The lead is most likely fractured. (B)(4).